Event description:
It was reported that at implant, no defibrillation threshold testing was done and the detections were not turned on. Therefore, no data was collected on the device. The detections were turned on at a follow up visit and the device remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.